Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed along side random manual self-test until (B)(6) 2012. On (B)(6) 2013 two self-test were recorded, however it appears that the pad-pak was removed before completing. The device was successfully upgraded to software version 3.2.0. Investigation confirm a fault with the device or any component in the device. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.